Manufacturer narrative:
(B)(4). Batch # r57482. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible, can you please follow-up with the appropriate personnel to determine the following: how was the incomplete staple line addressed? Were there any changes in the procedure as a result of the event? Were there any changes in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the device malfunction was described as fired and an incomplete staple line resulted. It is unknown the severity of the incomplete line or if there was a patient consequence. No additional information has been given.

Manufacturer narrative:
(B)(4). Batch # r57482. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.